Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe is failing assessment test. The first pixel on the outside was confirmed. The probe has a black line in the left of the image and is failing the assessment test. The root cause was identified as a supplier-related probe failure.

Event description:
It was reported probe is failing assessment test. The first pixel on the outside. 24 feb 2026 found during evaluation: the probe has a black line in the left of the image.